Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was not identified during functional testing or during the review of the alarm log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f38 (malfunction in tube misloading detection circuitry) alarm. The alarm occurred at the moment of ¿turn on the device¿. There was no patient involvement. No additional information is available.